Manufacturer narrative:
Batch review performed on 29 november 2024: lot 2245564: (B)(4) items manufactured and released on 13-apr-2023. Expiration date: 2028-03-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review.

Event description:
At about 3 months after the primary the patient came in reporting instability. The surgeon revised the 39 / +0 liner with a 39 / +6 liner and the surgery was completed successfully.